Manufacturer narrative:
(B)(4). The product was scrapped at the hospital, therefore an investigation was not possible. Maquet cardiopulmonary is aware of similar complaints. The reported failure is currently being investigated under (B)(4). Most probably fluid caused a "short circuit" between the pins of the venous pressure sensor. The "short circuit" furthermore lead to implausible sensor pressure readings. Based on this the reported failure could be confirmed. The root cause investigation is still pending. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
During support of a patient, the pven was reading "-500" while all other sensors/pressure were functioning normally. The disposable is still in use, no patient injury has occurred. This disposable is not available for investigation. (B)(4).